Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on tenaculum forceps instrument were abnormal. When checked after removal, the thread was out. As the surgery was coming to an end, it was completed without instrument replacement. The procedure was completed with no reported injury. On (B)(6) 2024, isi contacted the nurse and obtained the following additional information about the complaint: instrument was inspected prior to use with no damage or anything out of ordinary. The reported instrument did not collide with tool or other instrument during procedure. The issue was not related to opening/closing; left/right (yaw) motion of grips or up/down (pitch) motion of wrist. There were cables protruding from distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was returned for evaluation. Photographic images were provided for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it was difficult to conclude based on image but, it looked like a frayed pitch cable.